Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon evaluation, the monitor was unable to complete detect and treat testing. The monitor was able to baseline but failed to charge due to the l2 component being broken off the ca board. The root cause for the broken l2 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.